Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a soundstar&#59397;eco diagnostic ultrasound catheter and suffered an air embolism which did not require medical or surgical intervention. During the transseptal phase, after flushing, bubbles appeared in the aorta while the needle was advanced. Once the needle was removed, the bubbles disappeared. The case was completed with no complication. The patient was reported to be in stable condition at the time this complaint was reported. There is no information regarding extended hospitalization. Patient has fully recovered with no residual effects reported. Physician's opinion regarding the cause of the adverse event is that it was procedure-related, specifically transseptal puncture. The soundstar catheter was the only catheter that had been introduced into the body at the time of the event. The carto 3 system and the generator/pump had not been used at the time of the event.